Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) was returned from a hospital after the patient had died. Review of the manufacturer's database indicated that the patient had died approximately nine months post the implant of the ICD system. Cause of death was requested and not received.